Event description:
It was reported that attempts to interrogate the pulse generator while still in the box yielded an error message. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.